Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the connector was determined to be stuck in the scope socket and replacement of the scope socket was required.

Event description:
A user facility reported to olympus that the light guide cable adapter was stuck in the light source and would not disengage. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that likely, due to the age of the device and long term use, the light guide connector was deformed. In addition, the user used the light guide adapter, which is not recommended. As stated in the instructions for use, as a preventive measure: "refer to the ¿system chart¿ in the appendix to confirm that this light source is compatible with the ancillary equipment being used. Using incompatible equipment can result in patient injury or equipment damage and makes it impossible to obtain the expected functionality.¿